Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt236 infant dual-heated evaqua low flow breathing circuit was defective. No patient consequence was reported. Additional information received from the healthcare facility revealed that the subject infant breathing circuit failed the servo-I ventilator leak test.

Manufacturer narrative:
(B)(4). The complaint rt236 infant dual-heated evaqua low flow breathing circuit has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the returned rt236 infant breathing circuit was visually inspected for damage and pressure tested for leaks. Results: visual inspection revealed a crack in the swivel y-piece, where the limb connectors are inserted. The subject breathing circuit failed the pressure leak test. Upon immersion in a water bath, a leak was detected at the crack in the swivel. A lot check revealed no other complaints of this nature for lot number 060228. Conclusion: the crack in the swivel y-piece was rough suggesting that the damage may have occurred as a result of a bigger object being fitted into the swivel forcefully. (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt236 infant dual-heated evaqua low flow breathing circuit was defective. No patient consequence was reported.